Manufacturer narrative:
The device failed the ground resistance test with a measured value of 0.107 ohm. The acceptance criterion for this test is less than 0.1 ohm. The power filter screws were tightened, and the device subsequently passed the ground resistance test with a measured value of 0.060 ohm, which is within specification. A review of the device serial number history did not identify any prior similar complaints. The probable cause was determined to be a component failure. Reference to complaint #: (B)(4).

Manufacturer narrative:
The failure mode was confirmed; however, the probable cause remains undetermined at this time. The investigation is ongoing. CAPA-34 was initiated to investigate the root cause of this failure mode. Reference to complaint #: (B)(4).

Event description:
Intuvie received the pump, and during device testing, the infusion pump failed the ground resistance test with a measured value of .107 ohm, which is outside the acceptable specification of less than 0.1 ohm. No patient involvement was reported.